Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. User facility personnel determined there was no problem with the endoscope. An olympus field svc engineer (fse) has visited the facility and serviced the aer. Additionally, an olympus endoscopy support specialist (ess) is scheduled to visit the facility, and to provide in-svc training as necessary. This report is being submitted as an MDR in an abundance of caution. Please reference MFR # 8010047-2008-00146, 00147, and 00148, for the other devices referenced in this report. See scanned pages.

Event description:
Date of procedure: 2008. Type of procedure: colon/egd. Symptoms post operation: abdominal pain. Pt returned to the hosp/ER. Pt was released from the hosp. At about 3 days later, olympus was notified by the user facility regarding a report in which a total of six pts were said to have developed chemical colitis following colonoscopy procedures at this facility. The procedures were performed between three days range (inclusive). Four different endoscopes were identified to have been involved in these incidents. The user facility reported that all four endoscopes were reprocessed in side-b of their automated endoscope reprocessor (aer) prior to the procedure. The user facility staff inspected the aer, and observed that the biopsy valve seal side b of the aer was not attached to the endoscopes at the endo of the reprocessing cycle. Failure to appropriately flush the endoscope channels with rinse water following reprocessing may have resulted in retained reprocessing chemicals. More detailed info regarding the pt are found in attached matrix. All six pts are reportedly doing fine to date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. User facility personnel determined there was no problem with the endoscope. An olympus field svc engineer (fse) has visited the facility and serviced the aer. Additionally, an olympus endoscopy support specialist (ess) is scheduled to visit the facility, and to provide in-svc training as necessary. This report is being submitted as an MDR in an abundance of caution. Please reference MFR # 8010047-2008-00146, 00147, and 00148, for the other devices referenced in this report.

Event description:
Date of procedure: 2008. Type of procedure: colon. Symptoms post operation: abdominal pain and fever. Pt returned to the hosp/ER. Pt released from the hosp. At about 4 days later, olympus was notified by the user facility regarding a report in which a total of six pts were said to have developed chemical colitis following colonoscopy procedures at this facility. The procedures were performed between three days range, (inclusive) four different endoscopes were identified to have been involved in these incidents. The user facility reported that all four endoscopes were reprocessed in side-b of their automated endoscope reprocessor (aer) prior to the procedure. The user facility staff inspected the aer, and observed that the biopsy valve seal in side b of the aer was not attached to the endoscopes at the end of the reprocessing cycle. Failure to appropriately flush the endoscope channels with rinse water following reprocessing may have resulted in retained processing chemicals. More detailed info regarding the pts are found in the attached matrix. All six pts are reportedly doing fine to date.

Event description:
Date of procedure: 2008. Type of procedure: colon/egd. Symptoms post operation: abdominal pain and fever. Unk if pt returned to the hosp/ER. Unk if pt released from the hosp. In the next day, olympus was notified by the user facility regarding a report in which a total of six pts were said to have developed chemical colitis following colonoscopy procedures at this facility. The procedures were performed between three days range(inclusive). Four different endoscopes were identified to have been involved in these incidents. The user facility reported that all four endoscopes were reprocessed in side-b of their automated endoscope reprocessor (aer) prior to the procedure. The user facility staff inspected the aer, and observed that the biopsy valve seal in side b of the aer was not attached to the endoscopes at the endo of the reprocessing cycle. Failure to appropriately flush the endoscope channels with rinse water following reprocessing may have resulted in retained reprocessing chemicals. More detailed info regarding the pts are found in the attached matrix. All six pts are reportedly doing fine to date.

Event description:
Date of procedure: 2008. Type of procedure: colon. Symptoms post operation: lower abdominal pain. Pt did not return to the hosp/ER. In the next day, olympus was notified by the user facility regarding a report in which a total of six pts were said to have developed chemical colitis following colonoscopy procedures at this facility. The procedures were performed between three days range (inclusive). Four different endoscopes were identified to have been involved in these incidents. The user facility reported that all four endoscopes were reprocessed in side-b of their automated endoscope reprocessor (aer) prior to the procedure. The user facility staff inspected the aer and observed that the biopsy valve seal in side b of the aer was not attached to the endoscopes at the end of the reprocessing cycle. Failure to appropriately flush the endoscope channels with rinse water following reprocessing may have resulted in retained reprocessing chemicals. More detailed info regarding the pts are found in the attached matrix. All six pts are reportedly doing fine to date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. User facility personnel determined there was no problem with the endoscope. An olympus field svc engineer (fse) has visited the facility and serviced the aer. Additionally, an olympus endoscopy support specialist (ess) is scheduled to visit the facility, and to provide in-svc training as necessary. This report is being submitted as an MDR in an abundance of caution. Please reference MFR # 8010047-2008-00146, 00147, and 00148, for the other devices referenced in this report.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. User facility personnel determined there was no problem with the endoscope. An olympus field svc engineer (fse) has visited the facility and serviced the aer. Additionally, an olympus endoscopy support specialist (ess) is scheduled to visit the facility, and to provide in-svc training as necessary. This report is being submitted as an MDR in an abundance of caution. Please reference MFR # 8010047-2008-00146, 00147, and 00148, for the other devices referenced in this report.